Manufacturer narrative:
Date of death - estimated. Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 a 3.0x28mm xience sierra and a non-abbott stent was implanted. On (B)(6) 2019 the patient was re-admitted with thrombosis within the two implanted stents. Plain old balloon angioplasty (poba) was performed; however, the patient expired. No additional information was provided.